Event description:
The customer alleged that he performed a control test while at the pharmacy and received a result of 322 mg/dl. The normal control range was 108-149 mg/dl. The customer did not have control solution at the time of the call, so further troubleshooting was not possible. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.